Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was noted that the balloon ruptured and there was a noted leakage of the contrast media. There appears to be no patient reactions to the contrast media. The leakage was "from anterior end of bone tamp towards anterior side of vertebral body". No further details are known at this time.